Event description:
It was reported the patient's blood glucose level rose to 22.9 mmol/l (412 mg/dl) while wearing the pod for an unknown duration of use. When the pod was removed from the infusion site on the skin, the pod's cannula was found kinked. As treatment, a new pod was applied, and manual insulin pen corrections were used. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.